Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: abbott freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia and a severe urinary tract infection on (B)(6) 2026. The patient's blood glucose levels declined to 54 mg/dl while wearing the pod on their arm for an unknown duration. No further symptoms were reported. It was reported the patient was treated with insulin. The patient was released on (B)(6)2026, and a new pod was placed. Neither the patient nor their spouse were able to recall further details pertaining to the medical event.